Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to inject an anesthetic, resistance was confirmed and the anesthetic was unable to be injected into the catheter. This event occurred during the third injection. The first and second injection had been completed successfully before this event was confirmed. No catheter kink was confirmed by the user's visual inspection. As a result, the catheter was removed and a new kit was opened instead.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter would not inject medication. The customer returned one epidural catheter and one snaplock adapter with clip. The snaplock adapter and catheter were received connected together (reference files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion and biological material can be seen between the inner coils. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per mrq 000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the other remarks: pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9ml/min (c05384), which is within the specification of 1ml/min. No blockages were found. The reported complaint of the catheter not being able to inject medication could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample. (B)(4).

Event description:
It was reported that when the user tried to inject an anesthetic, resistance was confirmed and the anesthetic was unable to be injected into the catheter. This event occurred during the third injection. The first and second injection had been completed successfully before this event was confirmed. No catheter kink was confirmed by the user's visual inspection. As a result, the catheter was removed and a new kit was opened instead.